Manufacturer narrative:
Product ID 8590-9, lot# n258028, implanted: 2011 (B)(6); product type accessory product ID 8709sc, serial# (B)(4), implanted: 2011 (B)(6); product type catheter product ID 8709sc, serial# (B)(4), implanted: 2011 (B)(6); product type catheter. (B)(4).

Event description:
Information was received from a consumer and healthcare professional (hcp) in regard to a patient receiving hydromorphone via an implantable infusion pump. The indication for use (IFU) was listed as non-malignant pain and post lumbar laminectomy syndrome. The patient was attacked with a baseball bat in 1988 which resulted in the eventual need for a pump. It was reported that the patient was retaining fluid and her feet are ballooned up. The fluid retention occurred all of a sudden and the patient was hospitalized. The patient was then transferred to a rehab and wound facility. The patient was getting good pain relief in the back, but not in her legs. The patient never had good pain relief in legs with the pump. The patient had terrible leg pain in both legs, shooting down. The hcp was trying to help with the leg pain, but nothing has worked that much. The patient experienced recurrent edema or fluid retention, and chf (congestive heart failure) issue. It was noted that they could not figure of if the trouble retraining fluid was a cardiac or kidney thing. The patient had been to a nephrologist and cardiologist, and they haven't pinpointed it. The hcp requested any lit erature related to fluid retention with hydromorphone use. The patient had not had any problems with the pump and the pump was not alarming. Additional information received later reported the patient gained weight after getting the pump and developed lymphedema and her legs got big and weak. This caused her to fall and the patient was reported to need knee surgery. The patient was bed-bound. No intervention was reported. As of (B)(6) 2015, the pump was used to infuse bupivacaine and dialudid.